Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that he feels well and requires no medical attention. The customer's expected blood result is 90-160mg/dl fasting. Verified the strips expire 2/17/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2015. Customer performed a back to back blood test and obtained 134mg/dl and 136mg/dl fasting. Reviewed meter memory: (B)(6). Customer compared his truetrack meter to his contour meter he had previously tested to be accurate, and with the contour meter he received a reading of 156mg/dl and immediately received a reading of 301mg/dl from his truetrack meter. Customer states he would definitely feel symptoms of hyperglycemia if his glucose levels were actually that high.